Event description:
None

Manufacturer narrative:
A device history record review has been conducted. A review of the manufacturing records indicated that all pre-release specifications were met. Please note: the medwatch report is associated with medwatch reports 2017233-2005-00038 and 2017233-2005-00040. This report is for the second tag device implanted in the primary procedure.